Manufacturer narrative:
Correction to d1: brand name changed from omnipod 5 pod to omnipod dash insulin management system. D2a: common device name changed from alternate controller enabled insulin infusion pump to pump, infusion, insulin. D2b - procode changed from qfg to lzg. Correction to d4: catalog no changed from pod-ble-h1-520 to ble-i1-529. Model no changed from pt-000435 to 18320. Correction to g5: PMA/510(k) # changed from k203768 to k211575. Unique identifier (UDI) # changed to (B)(4).

Event description:
It was reported that the patient was at home sleeping , experienced severe low blood glucose levels and ended up with heart failure. Paramedics were called but rescue efforts were unsuccessful. The patient was reported to be in kidney failure and on dialysis. It was reported the patient was using our product at the time of death, however there was no allegation of device malfunction, or use of the device contributing to the patient death.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported death and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.